Manufacturer narrative:
No issues identified in the device history record review. There has been no report of any failure of the actual implant. The revision was performed solely because of a traumatic event.

Event description:
It was reported that the patient had their tm monoblock tibia revised due to a traumatic event. No failure of the implant has been reported.